Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's sound abatement foam became degraded and the patient inhaled the particles. The patient was hospitalized. B2 was not marked in the previously submitted report. It is corrected on this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging patient inhaled the particles related to a ventilator's sound abatement foam. The patient was hospitalized. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.

Event description:
The manufacturer received information alleging a ventilator's sound abatement foam became degraded and the patient inhaled the particles. The patient was hospitalized. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's sound abatement foam became degraded and the patient inhaled the particles. The patient was hospitalized. The device was returned to the manufacturer's service center for further evaluation.  The device was evaluated. There was no mention of visual findings to the external part of the device.   The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found.   The manufacturer concludes that they could confirm the customer's allegation and there was particles in airpath. Section h6 updated in this report.